Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had unexpected restart alarms on the insulin pump during battery changes. Customer's blood glucose was 300 mg/dl at the time of the call. The customer declined to troubleshoot for the alarm and for their high blood glucose. It was also reported the customer had bent cannulas in the past, but did not receive no delivery alarms. The customer declined to return the insulin pump for analysis.